Event description:
It is reported that the device was implanted in 2006. Revision surgery occurred in 2008, due to loosening.

Manufacturer narrative:
Evaluation summary: post-op x-rays were not available for review. As returned, the tibial component dose not show any trace of bone cement on the back surface and there are circular striations on the top surface. The articular surfaces show wear and pitting marks on the articulating surfaces and circular marks on the back surface. The cause of the tibial component loosening could not be definitively determined due to insufficient info (such as x-rays), however, the heavy weight of the pt could be a contributing factor. The device meets specs where measureable in its returned condition. Device history records indicate device mfg to spec. Scanned electron microscopy analysis shows that no significant third body particles were observed. The majority of the particles observed showed na and ci in the spectrum. Energy dispersive spectroscopy analysis of the component material showed carbon (c) peak in the spectrum, typical of uhmwpe.